Manufacturer narrative:
The patient was septic and the family withdrew care. The customer¿s report of the system error was confirmed. The pcu event log shows that the user started the infusion (epinephrine non-weight based dosing 4mg/250ml at a rate of 15ml/hr) at the same time the flo stop was closed at 10:32 am on (B)(6) 2018. When the user selected the device and reprogrammed and started the infusion at 10:35 am, the state was changed, and the system alarmed and displayed system error 255-16-275 on the screen, and recorded error code 800.8000.0 in the error logs. When this occurs the infusions continue to run; however, the system is in an alarm state with a continuous audible alarm. The root cause of the system error was a software issue related to performing 2 actions on the device simultaneously or in rapid succession.

Event description:
The customer reported that the alaris system had a fatal unspecified error and stopped infusing levophed, neo-synephrine and sodium bicarbonate. Another alaris system was placed on the patient. The family withdrew care and the patient passed away. The customer does not allege or attribute any device malfunction to the patient¿s demise.